Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the item was assigned into wrong spot. A technical support specialist (tss) informed the nurse that the item would need to be de-assigned and re-assigned to the correct location. Furthermore, the tss stated that the director of nursing (don) or an administrator would need to complete this in order to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the medication kayexalate susp 15gm/60m had been assigned to the wrong spot. The item opened in a drawer instead of in the designated door. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.